Event description:
Patient called in to report a fully charged battery will only power the monitor for a few seconds before shutting down. Both batteries are charging properly and are reading 100%. Wcd role in the event is pending evaluation of to-be-returned device.